Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that she observed insulin leaking from the infusion set tubing. The blood glucose reading was 300 mg/dl, which was treated for with the insulin pump. The customer stated that the high blood glucose levels may have been caused by other medical issues. No symptoms of high blood glucose levels were observed. The customer stated that she saw one large air bubble in the tubing and reported that there was insulin coming out of a hole in the infusion set found halfway through the tubing. Upon troubleshooting, the insulin pump passed the high pressure test and was found to be working as designed. She was advised to follow up with her doctor regarding the high blood glucose. She was advised to change the infusion set, reservoir and insulin and to treat based on her doctor's instructions. The most recent blood glucose reading was 182 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.